Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Investigation summary: it was reported that a derma carrier had particulate inside the packaging that was found to be larger than acceptable. The sample size per department sampling plan form dictates that the sampling size for qa inspection for this product must be at least 19. The returned box of derma carriers contained one or more units that had particulate in the packaging. Zimmer biomet inspection procedure ¿packaging materials inspection¿ as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is loose then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. Based on a visual comparison shown in the attached picture, the particulate identified is within zpc 8.400 acceptance criteria and is therefore conforming. All packing materials and products with heat seals applied during sterile barrier packaging are inspected for particulate before being accepted to stock. Detail sterile components molded and assembled at zimmer biomet surgical, and top level sterile devices are produced and/or packaged in a level ii, limited access room. This room is a controlled and regulated clean environment. The environmental requirements, monitoring frequencies and corrective action process for all the limited access rooms are done in accordance with limited access room environmental monitoring and regulations. The materials and methods for sanitizing the clean rooms are performed per housekeeping sanitizing procedure for clean rooms and controlled environments. All employees working or visiting these clean rooms follow established requirements for the dress and personal health habits per environmentally controlled and clean room gowning procedure used at zimmer (B)(4). This complaint is considered an unconfirmed complaint out of the box (coob) due to the alleged particulate meeting the acceptance criteria. The root cause of this event cannot be specifically determined with the provided information.

Event description:
It was reported that debris (foreign substance / loose particles) were found in sterile package (larger than 0.60sqmm). Hair like substance was found in the sterile package. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.